Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient experienced shocking from the ins on december 3, 2020.  Impedances were checked on december 4, 2020, and all were within normal limits.  The stimulation was turned off as the patient was choosing to keep stimulation off.  No surgical intervention was planned or performed as a result of this event.